Event description:
Reporter alleged blood glucose readings have been higher for the past two weeks of 120-160 mg/dl. It was stated on one evening at 8 pm glucose measured 325, 222, 303, and 153 mg/dl when all tests were performed "right away" one after the other. No actions or treatment was rec'd as a result. A request was made for the return of the suspect product and replacement product was sent.